Event description:
Caller reported that t:slim x2 pump battery was not charging. There was no adverse impact to the customer¿s blood glucose level. Caller used different non-tandem charging supplies to resolve the issue and the pump began charging after being plugged into a working outlet for at least 30 minutes. Technical support informed caller about tandem¿s policy on using third-party charging supplies and agreed to send a replacement wall adapter and charging cable via two-day shipping. There was no shutdown or inability to turn the pump back on.